Event description:
Use of bauch & lomb eye wash. I was in the carribean this past week. I developed a stabbing pain in my eye and extreme sensitivity to light. I went to the hosp there and received drops. I have been taking drops for three days but idhave blurred vision in the eye which does not change.